Event description:
It was reported that the caller experienced an issue with their pump's time settings being incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. The customer was assisted by technical support in updating the pump time and was advised to monitor the situation and follow up if the issue recurs, which they understood and acknowledged.